Event description:
Litigation papers allege pt initially did well after the hip replacement surgery, making good strides in his physical therapy and recovery. However, subsequent to that date, pt suffered pain and/or bursitis in his hip area. Pt underwent a second surgery on (B)(6), 2011 to remove and replace the depuy device.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.